Manufacturer narrative:
Corrected. The customer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit to resolve the reported issue. Unit was placed back into service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.